Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed shock lead impedance (sli) measurements. Subsequently, the patient was brought to the office and had the device interrogated and measured high sli of 110-113 ohms. The physician will continue to monitor the patient. Additional information indicated that the source of high sli was not identified. The patient will undergo x-ray but the field rep did not know if it was done. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.